Event description:
Scheduled novasure endometrial ablation. Novasure wand failed to allow "fan" to return inside of sheath after ablation was complete. Approx. 1/2" remained out and was adhered to the uterine wall. Physician advanced and retreated wand without its release. She attempted to gently tug on device without release. Release was achieved with manual manipulation by surgeon.